Event description:
This ra lead was implanted on (B)(6) 2016, and still remains implanted at this time. In a case on (B)(6) 2016, it was noted, that the lead exhibited out of range impedance. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).